Event description:
It was reported that episodes were recorded with evidence of noise in the right atrial (ra) channel. The physician reprogrammed the system and no adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).